Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned in original packaging. Both anchors were on the inserter and not deployed. The inserter was placed within the blue plastic canula. The needle has been twisted from the manufacturer intended position. A functional evaluation found that the inserter trigger functions as expected. Both anchors are in the inserter and were not deployed. The anchors could not be removed or deployed from the inserter because the slot that the two anchors are in are slightly deformed. The inner metal tine that the trigger actuates moves as intended but the anchor couldn't be removed from the inserter. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during the surgery the fast fix t2 did not triggered. No other complications were reported. Smith and nephew back-up device was available to complete the surgery. Unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.